Event description:
It was reported by the aci vascular closure specialist that a female patient underwent an interventional peripheral procedure on (B)(6) 2012. Access was obtained at the right common femoral artery, via a 7f sheath (unknown model). Peri-procedure, the patient was anticoagulated with 5,000 units of heparin. A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site, and the vessel approximately 5 mm in size. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that "hemostasis was achieved with the device, but the physician was concerned about hardness in the patient's groin (a hematoma was not apparent)". Manual compression was applied for 20 minutes. The patient's vagal and blood pressure dropped during the manual compression. The patient was stabilized with atropine. A femostop was applied as a precaution. The patient was reported as hospitalized, not mynx related.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1217903) indicated that the device lot met all established performance criteria prior to shipment.